Manufacturer narrative:
On october 9, 2020, device evaluation was completed, and was re-completed on october 27, 2020 as clarification was in process. However, no updates were made to the investigation. Device evaluation summary: during visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures, and a tear was observed within siltex cracking in the posterior view, measuring approximately 0.3 cm siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast implant deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age, race, and ethnicity underwent revision reconstruction breast surgery with a 350cc mentor siltex contour profile high and experienced breast implant deflation on her left side postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3501650; serial number (B)(4) on the right side and with catalog number 3501650; serial number (B)(4) on the left side on (B)(6) 2020.

Manufacturer narrative:
On september 21, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Lot number under field d4 has been updated from "5767983" to "6858064" as per device received. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available, this case will be re-assessed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the device was discarded. Hence, method code under field h6 has been updated to "device discarded" on this form. Manufacturer¿s reference number: (B)(4).